Manufacturer narrative:
A review of the technical service onsite history showed no technical abnormalities were found. Logfiles were verified and system verification was performed on site. No device malfunction was confirmed, device met specifications. According to technical onsite visit and logfile review no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; there was no additional intervention required and the patient is following a proper healing process.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported the postoperative flap of the left eye was reported to be thin following lasik flap creation. Additional information is requested. There are multiple reports for this event. This file represents the left eye of patient three.